Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient experienced pain, and required additional surgical intervention to remove the construct. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown procedure was performed on an unknown date where a tibial nail and four (4) screws were implanted. Post-operatively pain was reported. It was noted that only the screws were going to be removed. On (B)(6) 2016, four (4) screws were removed. The nail remained implanted. There was no surgical delay and procedure was completed successfully. Patient status was reported as good. This complaint involve 2 parts (one unknown tibial nail and four unknown locking screw). This report is 1 of 2 for (B)(4).